Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg ICD, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient experienced an atrial lead position check failure. All measurements for the atrial lead appeared normal/steady. The atrial lead also appeared to be capturing based on the current electrograms (egm) as well as comparing to previous transmissions. The physician will keep a close eye on the atrial lead. If any measurements appear to deviate slightly, an x-ray should be taken and the atrial lead more closely examined. Another transmission will be scheduled in a few weeks to check on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis not required: the reported complaint cannot be substantiated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.